Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue was noted; the meter was found to produce results below the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 9, 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient could not recall when the alleged issue began. The patient could not recall the exact blood glucose reading obtained but alleged that it was ¿high¿. The patient reported increasing their usual dose of insulin by 3-4 units in response to this reported high reading. The patient reported that sometime later they became hypoglycemic and developed symptoms of ¿dizziness and shaking¿. The patient reported self-treating these symptoms with glucose tablets. The patient reported feeling better 15-20 minutes later. The patient denied testing on any other device at this time. The cca was unable to fully troubleshoot the issue as the patient no longer had testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient became hypoglycemic after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.